Manufacturer narrative:
The actual device is yet to be available for investigation. However, the production router was reviewed for the provided lot number and no discrepancies were noted. The patient was reported to be in perfect condition. Failure to osseointegrate isa well known inherent risk of the procedure. More results will be available upon investigation after the return of the actual product.

Event description:
The dentist reported that he placed 11 implants in the patient's mouth and one failed to osseointegrate. An update was provided after follow up on 11/16/2016: the patient had 11 implants placed on (B)(6) 2016 st teeth # 2,3,5,6,8,9,10,11,12,14,15. On (B)(6) 2016, it was observed that implant #9 failed to osseointegrate and resulted in the implant's extraction. It was stated that the implant was placed in a previously grafted site. No adverse events such as bone loss or infection were observed. No abnormalities were observed with the implant. The patient was reported to be fine.